Manufacturer narrative:
(B)(4). Four expedium dual innie 7x45 favored angle screws (product code: 1797-99-745, lot numbers: amjb6n (1), amlchv (1), amndzz (2)) were returned to the complaints handling unit (chu). The favored angle screw from lot amjb6n was found to have broken at the neck. The screw was subsequently submitted to fracture analysis. Visual examination found two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. This implies that the fracture initiated near the yellow star and then propagated through the region with the green arrows to full failure/breakage (rough region shown) near the red star, presumably when the strength of the remaining region was insufficient to bear the load. The image of the surface reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. However, the material certification form was provided as a part of the device history review, showing that the material has met hardness standards. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw breaking cannot be determined from the samples and information provided. The results of fracture analysis have determined that a potential root cause may be fatigue failure. This may have occurred due to forces placed on the screw over an extended period of time resulting in the fracture first propagated and then full failure/breakage taking place when the strength of the remaining region did not have the strength to bear the load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Posterior lumbar interbody fusion. Patient was booked for a revision case of l5-s1 due to a broken screw on 26.7.16 with an extension up to l4. The original operation was performed in (B)(6) 2012. Please note that the broken screw remover 6mm bit was used to remove the broken screw shaft and in order to remove that shaft from the bit a set of pliers was required to hold onto the screw shaft.